Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing around the forceps elevator by user after the procedure was inappropriate or, since the user did not conduct immediate reprocessing after the procedure, foreign material adhered to the forceps elevator became dried. The event can be detected/prevented by following the instructions for use which state: IFU (reprocessing manual) states on brushing method around forceps elevator as follows: 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. IFU (reprocessing manual) states as follows: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As noted, this event was discovered during a returned loaner device evaluation. In addition to the reprocessing issue, the evaluation revealed other findings as well. A cut was present on the distal end, compromising water tightness. The adhesive on the distal end was cracked. The connecting tube was scratched, wrinkled, and had other deformations present. The forceps channel port and the cylinder had both been shaved. The grip was dented, the knob was dirty, and the universal cord and cover were both scratched. Due to wear of the angle wire, the angulation was out of specification and not functioning properly. The charged coupled device unit was damaged and causing the image to appear with black dots present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the inspection of a returned loaner evis exera ii duodenovideoscope, evaluators discovered that insufficient reprocessing had been performed on the subject device. There was no patient involvement during this event.